Event description:
Reported in journal article by doctors, "hemodynamic stabilization of acute prosthestic valve thrombosis using percutaneous catheter manipulation", catheterization and cardiovascular diagnosis, nov. 1996, 39:314-316. This article is a case study of a 69 yr old female status 5 yrs post aortic valve replacement. Pt presented with acute chest discomfort, rbbb, st-t abnormalities and elevated cardiac enzymes consistent with recent mi. On the third day delveloped recurrent chest discomfort where upon emergency cardiac catheterization showed no disc movement. The disc was manipulated with a catheter and subsequent operation revealed a large thrombus. Thrombectomy was performed and the pt responded well. Pt was discharged 1 week post op under a more agrressive anticoagulation regimen. At the 2 follow-up the pt is doing well.